Event description:
It has been reported that the device is failing self-test.

Manufacturer narrative:
The hs1 device (a19i-03335) was returned to philips for failure analysis. The complaint was escalated for technical complaint investigation. The alleged failure was recreated during failure analysis. The device was reviewed and in good condition. The service logs reviewed found error codes. The battery insertion test passed at lower temperatures. The device was heated in the environmental chamber and tested again. There were 4 warning results in the service logs related to the incorrect high voltage cal test voltage. It is concluded the hv capacitor is leaky at higher temperatures. Based on the information available and the testing conducted, the cause of the reported problem was the high voltage capacitor. The reported problem was confirmed. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes.